Manufacturer narrative:
It was reported that the bladder scanner had readings of 220-723 ml, but catheterization yielded only ~20 ml. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the bladder scanner had readings of 220-723 ml, but catheterization yielded only ~20 ml.